Event description:
It was reported that patient experienced urinary incontinence with artificial urinary sphincter (aus) device. Patient underwent a surgical procedure where all components were explanted.